Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 followed by a system error 2367 alarm which occurred on the homechoice during use during the third fill or drain cycle. The hp had turned off the hc and disconnected after the alarm. The baxter technical services representative explained the alarm and the hp would call his nurse later that day. Baxter product surveillance (bps) contacted the home patient on (B)(6) 2011. He stated that he called his nurse that night, and she had him do a couple of manual exchanges to complete therapy. The patient stated that the heater bag had become disconnected from the cassette, but he did not note anything unusual about the supplies that could have caused the separation. There were no samples available and he did not recall the lot number. There were no adverse effects reported in relation to this event. Bps contacted the registered nurse on (B)(6) 2011. She stated that the patient had contacted her about the event. There were no adverse effects reported in relation to the event, and the patient was continuing therapy on the homechoice successfully. There were no adverse effects reported in relation to this event. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. This complaint for a report of a system error 2240 was confirmed. The root cause was the supply bag disconnecting without falling. This issue has been escalated to CAPA. A follow-up MDR will be submitted if any additional information is received.